Manufacturer narrative:
(B)(4). Batch # p92r32. Investigation summary: the device was received with the jaws stuck closed. The device was forced to open to test the device. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. The device was disassembled and no anomalies were found associated with the reported issue. It is possible that excessive body fluids influence the opening and closing of the jaws. The accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # p92r32. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information: did the surgeon attempt to manually open the jaws with his fingers? Definitely no. If no, was the device on a vessel/artery when it would not open? Yes it was during den dissection of the omentum. If yes, how was the device removed? (I.e. Cut off, forced opened) the tissue slipped from the instrument¿s jaws without any force. If cut off, did this cause a change in the plan of care for the patient? There wasn't cut off. Did the removal cause any damage to the vessel/artery? Definitely no. If yes, what is the damage and how was the damage repaired? There wasn't any damage. Did the patient experience any adverse consequences due to this issue? Definitely no.

Event description:
It was reported that during an unknown procedure, after 5 minutes using the instrument didn't work properly because the handle blocked without opening. Changing the instrument the operation continued without any problems.